Manufacturer narrative:
Method: films.

Event description:
The films for this case have been reviewed. Cta images post-implant show that another manufacturer¿s contra limb has separated from another manufacturer¿s bifurcated stent graft, and there is a type iii separation endoleak. The tip and cut section of the guidewire lumen from the endurant aortic cuff has been left in the patient's left iliac artery. The proximal end of the tip is at the level of another manufacturer¿s bifurcate gate and the distal end of the guidewire lumen extends into the left external artery just past the iliac bifurcation. There is a fem-fem bypass visible. Angiogram images from a secondary procedure, after the tip has been detached, showed that another manufacturer¿s contra limb (left has been pulled out of that another manufacturer¿s contra limb. There is approximately 3cm of separation between another manufacturer¿s contra limb and gate with a type iii junctional endoleak. The proximal end of the detached tip of the endurant cuff delivery system is at the gate, and the base of the tip and spindle are seen within the separated contra limb approximately 8cm distal to the gate. The tip has been recaptured and pulled into the spindle. The endurant cuff delivery system appears to have been caught within the limb which is seen crumpled around the spindle. A 6+ cm length guidewire lumen is seen extending into the left iliac (the actual length is unknown as the image is cutoff at 6cm). The tip and separated contralateral limb was acutely angulated 55deg left, relative to the gate. Images during aortic cuff delivery, deployment, and d-s removal were not provided. The cause of the delivery system removal difficulties which reportedly caused the contra limb to pullout, likely occurred due to interference between the tip and contra limb, and was possibly exacerbated by the contra limb angulation. A final image is then seen after implantation of amplatzer device placed into contralateral stub of the bifurcate to try to seal the endoleak.

Event description:
An endurant stent graft system aortic cuff was used for the secondary treatment of another manufacture¿s stent graft to repair a type I endoleak. The vessel morphology reported as there is an angulated aortic neck and a small in diameter distal aorta. The aortic cuff was implanted without issue. It was reported that during the removal of endurant delivery catheter another manufacture¿s iliac limb stent graft limb was displaced and that resulted in inability of removing the delivery system of endurant. After several attempts the decision was made to make a surgical retroperitoneal access to the left common iliac artery and cut the distal part of endurant delivery system, since the device was unable to be removed. It was reported that 12 cm of the endurant delivery system was left in the patient as an occluder in the left common iliac artery. The angiography showed good contrast flow through the main body and right iliac limb. The left iliac artery was ligated and a femoral to femoral bypass was performed from right to the left side, using supported 8 mm ptfe graft. In follow up, an endoleak was detected, resulting from displacement of the other manufacturer¿s iliac limb. The physician will continue to monitor the patient. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: removal difficulties. Anatomy related: angulated aortic neck and a small in diameter distal aorta. Leaving the device in the patient as an occluder. Conclusion: anatomy related: angulated aortic neck and a small in diameter distal aorta. Leaving the device in the patient as an occluder.